Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to high out of range pacing impedance measurements on the right ventricular (rv) channel. Further review confirmed that all other electrical parameters were stable and no noise had been recorded. A chest x-ray was obtained and no damage was observed. The physician elected to reprogram the system and continue monitoring. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.